Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type catheter. (B)(4).

Event description:
Information was received from the consumer, regarding an unknown patient. Drug information, indications for use, concomitant medications, and patient history were not reported. It was reported that per the clinic that four unknown patients had "minor withdrawal," which would happen when they would have changes to the pump. Reported that they had to do emergency surgery to replace the pumps. No other information was given regarding these events.